Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Event description:
Company representative called in to report that the customer's senor was broken and the sensor electrodes was missing at the time it was removed from customer's body. Advised that the sensor will be replace.